Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. During the implant of the replacement lead the lead perforated the heart and has difficulty extending and retracting the helix. The physician elected to explant and replaced the rv lead. The patient was in stable condition.